Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an issue with calibrating a new stylus pen of the programmer. An error message stating that the values were out of range kept popping up (even after rebooting). The issue did not resolve when the old stylus was connected again. The stylus was changed and calibration was successfully completed. The programmer remains in use. There was no patient involvement.